Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys hcg + beta test system results for two patient samples. Patient 1 initial result with a 1:100 dilution was 18.45 miu/ml and the repeat result on (B)(6) 2017 was 43.95 miu/ml. Patient 2 initial result on (B)(6) 2017 was 6.46 miu/ml and the repeat result on (B)(6) 2017 was 23.16 miu/ml. This patient was a (B)(6) female. The initial results for both samples were reported to the doctors and patients. There was no allegation of an adverse event. The reagent lot number was 21015100 with an expiration date of 31-may-2018. The qc results on all dates of testing were in the acceptable range. The analyzer alarm trace showed an "abnormal sample aspiration" message and analyzer performance testing was completed which indicated carryover and imprecision. The field service representative changed the measuring cell, sample probe, decontaminated the system, and ran analyzer performance testing. He also adjusted the water pressure of the reagent probe and adjusted the bead mixer. Typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer.